Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump appeared to charge normally but repeatedly powered off around 50% battery, displayed a critical battery warning with a blue charging indicator when placed on the charger, and then rebooted having performed a factory reset; this occurred multiple times over several days and a replacement pump was arranged. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included user troubleshooting, case review, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged spontaneous power off device issue. No fault was found with the device battery.